Event description:
It was reported that a lead was oversensing and had an out of range impedance. Inappropriate shocks were delivered to the patient. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.